Event description:
Boston scientific received information that the patient presented to the clinic due to dizziness and lightheadedness. Upon interrogation the right ventricular (rv) lead and pacemaker were found to have exhibited oversensing of noise leading to pacing inhibition. It was presumed that there was asystole greater than two seconds as the patient is pacemaker dependent. The clinician had been unable to reproduce the noise in the clinic. Boston scientific technical services (ts) was consulted and discussed with the field representative how the noise presented on the printed out electrogram (egm). The field representative stated that the noise appeared to be fine and fuzzy. It was also noted that the patient was wearing a pedometer around their neck, which they asked her to discontinue. The clinician had reprogrammed the sensing from automatic gain control to fixed and will bring the patient back in the office in two weeks to re-evaluate the patient and perform further troubleshooting techniques. The rv lead impedance had also decreased from 1200 ohms to 800 ohms. The system remains implanted in the patient.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.